Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection identified cracks on the cap. Underwater pressure testing was performed and the device failed the test. The reported condition was verified; however, the cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had applied the minicap on the transfer set, when it was noticed that minicap was leaking iodine from its cracked side. The patient replaced the defective mincap with another one from the same lot. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.